Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 80 mg/dl, and the bg meter was reading 30 mg/dl. The patient was "not sounding right" and was in and out of consciousness, therefore, the patient's mother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was tested, but the specific value could not be recalled. Ems treated the patient with glucose gel and orange juice. It took approximately 30 minutes to stabilize the patient¿s bg level. The patient remained at home. The patient was still recovering and ¿somewhat better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.